Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the foreign material could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be specified. Furthermore, it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). In regards to the noisy image, it is likely this issue occurred due to a damaged circuit board inside the scope connector. The circuit board likely became damaged due to electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and a noisy image. There were no reports of patient involvement.